Manufacturer narrative:
The information available reasonably suggests that the event was not a result of a malfunction of the aquios cl instrument. The event was caused by a fault from the facility supply circuit to the instrument and the specialist received a shock when touching the instrument due to the exposure to line voltage. Although the event was not a direct result of a beckman coulter device malfunction, bec is submitting a report in an abundance of caution. Bec internal identifier - (B)(4).

Event description:
There was a loss of ground resulting in an electrical shock to a technical support specialist who was assisting the field service engineer during troubleshooting on an aquios cl. The technical support specialist did not require medical attention as a consequence of the event.